Manufacturer narrative:
Per repair statement, the unit had low o2 or a yellow light, and the key failure was the sieve beds being saturated.

Event description:
Per repair statement, the unit had a yellow light.